Manufacturer narrative:
(B)(4). It was reported that a male patient underwent an ablation procedure for left atrial flutter (peri-mitral) with a thermocool smarttouch bidirectional navigation catheter. During the procedure, a tamponade was confirmed via ultrasound. Pericardiocentesis yielded an unspecified amount of fluid. Patient required extended hospitalization in the coronary care unit as a result of the adverse event for monitoring post-pericardiocentesis. Patient outcome was unchanged. It was noted that the patient was in sinus rhythm during the procedure (secondary to cardioversion). It was unknown when the event occurred. The returned device was visually inspected and it was found in normal conditions. The catheter was evaluated for carto 3 and it was recognized by the system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The catheter was evaluated for screening test and catheter passed. The force feature was working properly. Finally, the force sensor values were found within specifications. Then the catheter was tested for electrical performance and stockert compatibility and it was found within specifications. Additionally, a deflection and an irrigation test were performed and the catheter passed the tests. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 06/22/2017. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 06/22/2017. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).